Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap in the glue at distal end/light guide lens issue could not definitively be determined, however, it is likely the glue was broken and peeled off due repetitive use stress and or external factors. The event can be detected by following the instructions for use section which state: 3.2 endoscope inspection 7. Visually confirm that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of not waking up was not confirmed. The following additional findings were also noted: due to damage on guide pin of el connector, water tightness is lost, discoloration of connecting tube, assorted scratches, scraped control section due to repeated abrasion, discoloration of control unit, worn out adhesive on the bending section cover, right/left knob does not move smoothly, the play of up/down knob is out of the standard value due to wear of angle wire, and the bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A olympus representative reported on behalf of the customer, evis lucera gastrointestinal videoscope does not wake up. There were no reports of patient or user harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, the adhesive around the light guide lens was peeling. This report is being submitted for the reportable malfunction found during the device evaluation.